Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited poor threshold measurements after the lead was placed and the helix was extended. The physician repositioned the lead; however, the helix mechanism could not be extended again. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed which did not pass testing. An x-ray showed a bent inner coil. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. This is considered a design issue.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited poor threshold measurements after the lead was placed and the helix was extended. The physician repositioned the lead; however, the helix mechanism could not be extended again. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.